Event description:
A doctor reported to a baxter (B)(4) sales representative that the spike was broken when it was connected/separated by a clean flash. The transfer set was used less than 4 months. The actual sample is not available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). No further information is available. If the sample or evaluation results become available. A follow up report will be submitted. The catalog number is either (B)(4) or (B)(4).